Manufacturer narrative:
Multiple attempts were made to investigate the alleged device malfunction with no response received from the reporter. Due to absence of further information, an evaluation could not be conducted and therefore a root cause could not be determined.

Event description:
Philips respironics was notified that on several occasions use of high flow therapy (hft) at flow delivery settings of 80 l/min resulted in several occurrences of the 122d diagnostic code (cannot reach target flow). Four separate devices have been alleged to exhibit this behavior by the customer with one device occurrence resulting in a patient desaturation of peripheral oxygenation (spo2) to an unspecified extent. This complaint record shall capture the first additional device with no noted event of desaturation of the patient¿s blood oxygen content and additional complaints shall be captured within philip¿s complaint record database. The device was in clinical and therapeutic use at the time of the event. Patient demographics and de-identified data has not been divulged by the customer. Intervention and/or actions taken by the customer are pending further investigation.